Event description:
It was reported during the servicing of an 840 ventilator, the back up battery needed to be replaced. The service engineer (se) replaced the back up battery. There was no patient involvement at the time of the reported incident. The unit passed all testing and operates within manufacturer's specifications.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the back up battery needed to be replaced due to preventative maintenance.